Manufacturer narrative:
The following devices were also listed in this report: unknown mdm liner; cat# unknown ; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding malposition involving an accolade stem and a trident shell was reported. The event was confirmed following a medical review. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: procedure-related factors: cup malposition with 10° mismatch in anteversion between cup and acetabular bone. Patient-related factors none evident. Device-related factors: none. Diagnosis: cup malposition with 10° mismatch in anteversion between cup and acetabular bone has contributed to an impingement condition in the arthroplasty with a notching effect with visible indentation in the accolade tmzf stem neck. No revision surgery has been reported thus far. Device history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusions: a review of the provided medical records by a clinical consultant concluded "cup malposition with 10° mismatch in anteversion between cup and acetabular bone has contributed to an impingement condition in the arthroplasty with a notching effect with visible indentation in the accolade tmzf stem neck. The presence of a stem neck indentation is unequivocal evidence for the presence of an impingement condition somewhere in the arthroplasty with ¿notching¿ between metal cup rim (or mdm) and stem neck. No revision surgery has been reported thus far." No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Patient came in with pain. Surgery was done in another hospital. There is a notch in the neck of the accolade tmzf stem. Cup malposition with 10° mismatch in anteversion between cup and acetabular bone has contributed to an impingement condition in the arthroplasty with a notching effect with visible indentation in the accolade tmzf stem neck.